Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had dislodged. The lead had no capture and exhibited noise and sensing integrity counters (sic). Initially, the lead was programmed off and was subsequently repositioned. The lead remains in use. No patient complications have been reported as a result of this event.